Manufacturer narrative:
A voluntary medwatch form was forwarded to dentsply from FDA with no contact info, so a thorough investigation of the report could not be pursued. The reported issue was of overfill of thermafil in a molar root canal resulting in hospitalization. For hospitalization to have resulted it can be presumed that persistent pain and no resolution of the infection was the result and the pt required IV antibiotic treatment and either tooth extraction or apical surgery to remove the material extruded past the apex into the bone. In this event a biopsy was reported to have been performed, thus, confirming either of the two events listed above did occur. The need for IV antibiotic treatment is very low, because in excess of 85% of all endodontic procedures are successful, and would most likely only be necessary in a medically compromised individual. There is no confirmation of this occurrence, but an MDR report will be submitted to FDA as the occurrence is possible. The device was not returned for eval and the lot number is not known for retained-product testing and/or DHR review. Please note that, per FDA, this report and report 2320721-2006-00606 originated from the same initial reporter. Also per FDA, there is a possibility that this report and 2320721-2006-00606 pertain to the same event.

Event description:
A voluntary medwatch report was received stating, "molar endodontics with paste overfill. Thermafill is suspected root canal sealant. The reporter opted not to disclose their identity; therefore, no follow-up is possible.